Manufacturer narrative:
This event was confirmed as manufacturing related due to the leak occurring at the bifurcation. Inspector received one silicone temperature sensing catheter with sample port connector and cut inlet tube. No packaging was provided. The catheter was confirmed to be 14fr. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) but an immediate leak was noted at the inflation lumen over the bifurcation. The hole was measured to be 0.013 inches. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[contraindications & prohibitions] - method for use: ·do not reuse. ·do not resterilize. ·be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] ·do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] ·no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] ·do not wipe catheter surface with organic solvents such as alcohol.[the coating on the device may come off.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a water leak was found around the inflation port when the user affixed the catheter to the patient with tape.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a water leak was found around the inflation port when the user affixed the catheter to the patient with tape.